Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the white cap was found deformed when opened for use and had dirt on it. To aid in the investigation, one sample in an opened packaging blister flow wrap and eleven photos were received for evaluation by our quality team. A visual inspection was performed. The tip cap is damage and has two spots of foreign matter that is rust from the sterilization trays. The eleven photos provided show the sample received. No other defects or imperfections were observed. This defect could occur if the syringe was misplaced on the sterilization fixture. A device history record review was completed for provided material number 306546, lot 2354494. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Complaint from hospital. The customer complained that : 1) for lot no. 3031929, white powder like substance/scar was found on luer lock tip of the syringe. 2) for lot no. 2354494, the white stopper was found deformed when opened for use. And obvious dirt was found on it.

Event description:
Complaint from hospital. The customer complained that : 1) for lot no. 3031929, white powder like substance/scar was found on luer lock tip of the syringe. 2) for lot no. 2354494, the white stopper was found deformed when opened for use. And obvious dirt was found on it.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a0202 - defective component.